Event description:
A customer contacted stryker to report that their device would not provide shock. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. It was observed that the connector j502 and 503 of angelina board was bent. The cause of the reported issue was due to damage to both connectors. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide shock. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.